Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Lens remains implanted. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.